Event description:
The customer tested her blood glucose using her contour meter and received a reading of 423mg/dl. She was also tested on two other meters and the readings were 198 and 180mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Test strip information was not provided. The strips are expected to be returned for evaluation. New meter and strips were sent to the customer.